Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting on bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test.

Event description:
It was reported that during central processing, 8mm maryland bipolar forceps instrument had damage to the pulley. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no arcing was reported during procedure. No patient injury or harm during or after the procedure was reported.